Event description:
This device was explanted due to loss of capture. It could not be determined whether the behavior was caused by the header of the device or the competitive lead. The device was exchanged with a competitive device, and the lead was capped. A new competitive lead was then implanted.